Manufacturer narrative:
This case was initially received via regulatory authority (igj on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('continuous abdominal pain, radiating to legs') and suicidal ideation ('suicide tendencies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("placement was painful"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), foggy feeling in head ("fog in the head"), memory impairment ("extreme forgetfulness"), dementia ("symptoms of dementia"), feeling abnormal ("symptoms of pregnancy"), menopausal symptoms ("symptoms of menopause"), general physical health deterioration ("general loss of condition"), anger ("extremely short fuse"), loss of libido ("loss of libido"), insomnia ("extreme insomnia"), alopecia ("hair loss"), tenderness ("pain with touches"), depression ("depression"), nervousness ("nervousness") and anxiety ("anxieties") and was found to have weight increased ("extreme weight gain"). The patient was treated with surgery (essure, oviducts and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, suicidal ideation, procedural pain, foggy feeling in head, memory impairment, dementia, feeling abnormal, menopausal symptoms, weight increased, general physical health deterioration, anger, loss of libido, insomnia, alopecia, tenderness, depression, nervousness and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, anger, anxiety, dementia, depression, foggy feeling in head, general physical health deterioration, insomnia, loss of libido, memory impairment, menopausal symptoms, nervousness, procedural pain, suicidal ideation, tenderness, weight increased and feeling abnormal with essure. The reporter commented: 95% of complaints now gone. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (igj) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('continuous abdominal pain, radiating to legs') and suicidal ideation ('suicide tendencies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("placement was painful"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), foggy feeling in head ("fog in the head"), memory impairment ("extreme forgetfulness"), dementia ("symptoms of dementia"), feeling abnormal ("symptoms of pregnancy"), menopausal symptoms ("symptoms of menopause"), general physical health deterioration ("general loss of condition"), anger ("extremely short fuse"), loss of libido ("loss of libido"), insomnia ("extreme insomnia"), alopecia ("hair loss"), tenderness ("pain with touches"), depression ("depression"), nervousness ("nervousness") and anxiety ("anxieties") and was found to have weight increased ("extreme weight gain"). The patient was treated with surgery (essure, oviducts and uterus removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, suicidal ideation, procedural pain, foggy feeling in head, memory impairment, dementia, feeling abnormal, menopausal symptoms, weight increased, general physical health deterioration, anger, loss of libido, insomnia, alopecia, tenderness, depression, nervousness and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, anger, anxiety, dementia, depression, foggy feeling in head, general physical health deterioration, insomnia, loss of libido, memory impairment, menopausal symptoms, nervousness, procedural pain, suicidal ideation, tenderness, weight increased and feeling abnormal with essure. The reporter commented: 95% of complaints now gone. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.